Manufacturer narrative:
Visual evaluation of the returned device found that the cutting wire broken, kinked and blackened. Moreover, the device working length was twisted and kinked. Additionally, the working length was found cut near the distal end of the heat shrink. A functional inspection could not be performed due to the condition of the returned device. The complaint was consistent with the reported event of cutting wire broken. Most likely, the defect was due to anatomical/procedural factors encountered during the procedure, therefore, the complaint conclusion investigation code for the complaint is operational context. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a truetome¿ jag 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) examination during sphincterotomy (es) procedure. According to the complainant, during the procedure, the cut wire broke. Because the cut wire was broken, it was not possible to remove the truetome from the duodenoscope. The whole system was removed from the patient in order to remove the truetome from the scope. The procedure was completed with a second truetome. There were no patient complications reported as a result of this event.